Event description:
An endeavor sprint rx drug eluting stent was implanted in the proximal lad to treat the target lesion during the index procedure. An endeavor sprint rx drug eluting stent was also implanted in the mid rca during the procedure. It is reported that distal embolization occurred during the stent procedure. The pt was treated with nitroglycerin and narcotics. Approximately 1 yr post index procedure the pt suffered distal embolization. The investigator reports a probable relationship to the study device. The pt was treated with medication and recovered without treatment. No additional clinical sequelae were reported. (Ref MFR # 9612164201101105).

Manufacturer narrative:
(B)(4): occlusion.